Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was capped due to oversensing in the ventricular channel. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 21, 2024, and june 17, 2025, recorded the slightly varying pacing impedance around 700 ohms. The shock impedance showed slightly varying values around 90 ohms and an outlier to approximately 110 ohms around end of january 2025. The analysis of the provided iegm episode no. 635 from june 17, 2025, revealed artifacts on the rv channel, which led to oversensing in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.